Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: device history record (DHR) review for 2082288: the lot: 6005666 was manufactured according to work instruction (wi) version 79 appendix 1 batch card for production of packaging room, on 21/feb/2024, with a total of 5,880 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : canada.

Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient was hospitalized on (B)(6) 2024 due to hyperglycemia. The hospitalization was greater than 24 hours. The blood glucose level was high at the time of event and the patient got treated with intravenous insulin drip. No further information available